Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced burning and discomfort at the ipg site. Patient was previously involved in a car wreck . As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg pocket was revised whereas a new pocket was made. Surgical intervention addressed the issue.